Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse as troubleshooting measure replaced multiple parts. Upon further troubleshooting it was determined that the buffer valve was the primary cause of the failure. The fse replaced the buffer valve to resolve the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. E1: initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 clinical analyzer generated erratic erroneous ise (ion selective electrode) patient results which includes sodium (na), potassium (k) and chloride (cl). The erroneous results were not reported outside of the lab. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.